Event description:
Medtronic received information regarding a navigation system during a functional endoscopic sinus surgery (fess) procedure. It was reported the site was having issues registering. After successfully registering at 2.3mm, the straight suction would not verify. The ear, nose & throat (ent) tracker on the straight suction would not go below 3.5mm. The site had used a total of two ent trackers that would not go below 3.5mm. At first they did not add the straight suction to the equipment list as well. Troubleshooting was done and technique was bad at first. Technical services (ts) had the site start at the tip of the nose and only trace on the hard surfaces and that gave then a successful registration. The other registrations were not accurate in verify accuracy (5.0 mm, 6.2 mm, 4.2 mm,4.1 mm) and the lines were not on the nose or the forehead they were on the cheeks and eyes. The points looked sunk in as well. Ts noticed this due to the yellow circle of accuracy showing up behind the nose area. After the doctor traced lighter and stayed on the hard surfaces accuracy was at 2.3mm. The image had most of the forehead gone as well. Ts had to change them to trace. They were originally on patient tracker. Three point trace would not line up once they went to the second blue dot. Ts had to change the back to trace and work on their tracing technique (that was when they traced on hard surfaces and registration was successful). The gel donut was removed from under the patients head as well. There were green lights on the break out box as well, and would always read if it was plugged in. There was less than an hour delay in surgery. The use of medtronic imaging and navigation was aborted. The surgery was aborted. There was no other reported impact on patient outcome. Additional information was received. The surgery was not aborted.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. A0709: straight suction would not verify a22: registrations were not accurate d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735736, software version #: 2.0.1 f1908: delay of less than one hour f26: no patient impact h3, h6: the system was serviced in the field. No failures were found. Codes b01, c19, and d14 are applicable. H3, h6: software analysis was performed. It was found that there was insufficient information to determine whether a software anomaly contributed to the event. Codes b01, c19, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.